Event description:
It was reported by the customer insulin was squirting out during the manual prime process. Customer's blood glucose was 134 mg/dl. Troubleshooting found there was not a gap between the piston and reservoir stopper during the prime process. The customer stated insulin did not continue to drip after letting go of the act button during troubleshooting. Customer also stated their motor did not slow down nor did numbers ramp up on the screen. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete the best of our knowledge.